Event description:
It was reported to philips that the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit x-ray. Upon functional testing, the fse checked the logs and found tube failure. To resolve the issue, the fse inspected the cube control board, restored the data of the imaging tube and re-calibrated the tube. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.